Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reported contacted animas and alleged the following: patient's blood glucose (bg) was in the 300 mg/dl's with symptoms of dizziness, nausea and "feeling high". Patient went to hospital via ambulance and was admitted with diabetic ketoacidosis (dka). Reporter removed cartridge from pump in hospital and it immediately alarmed occlusion - because of this, he feels that the occlusion did not alarm properly. Hcp in hospital advised patient go off of pump until it is replaced. This complaint is being reported as the patient experienced dka after the pump allegedly failed to emit an occlusion alarm.

Manufacturer narrative:
Follow-up #1: date of submission 8/5/16 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: no defect found. Unable to duplicate the complaint. Black box events for (B)(6) 2016: three normal boluses where programmed and delivered by the user; 1 at 13:01 and 2 boluses at 13:02. All delivered the full programmed amount. According to the black box the cartridge force during boluses and prior basal deliveries recoded in the 70s and did not reach occlusion sensitivity. At 13:03 an unexplained ¿loss of prime¿ was recorded. According to script ¿pts dad removed cartridge.¿ at 13:03 a 9.25u ¿prime¿ was recorded with a force reading of f=237 indicating occlusion during prime operation. At 13:04 pump alarmed eaw 145 ¿occlusion¿ when a normal bolus was attempted. User confirmed occlusion at 13:05. Pump returned with the occlusion sensitivity level set to ¿low.¿ force sensor calibration test confirmed sensor is detecting correct force. An occlusion alarm was reproduced for the investigation; pump gave the appropriate sound and displayed alarm message on the screen. The occlusion alarm feature found to be functioning properly during testing. The tdd¿s totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.